Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/57 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: preoperative atrial fibrillation predicts worse outcomes after lvad implantation. Journal of cardiovascular and thoracic research (jcvtr). 2022, 14(3), 166-171. Doi: 10.34172/jcvtr.2022.29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding preoperative atrial fibrillation (af) and ventricular assist device (vad) outcomes. The authors described patient deaths; however, the causes of death were unknown. There were patients who experienced vascular or visceral complications which necessitated surgery. Complications included thromboembolic limb ischemia, compartment syndrome, bleeding events, inguinal lymphocele, issues with wound healing, visceral ischemia, ileus, gastrointestinal bleed (gib), pericardial effusion, postoperative cardiopulmonary resuscitation, postoperative cardiac arrhythmia, low cardiac output syndrome, right heart failure with the need for a temporary right vad, stroke, postoperative delirium, pulmonary insufficiency, infection, and acute kidney failure. The status of the vads is unknown. No additional adverse patient effects were reported.